Event description:
The complaint is non-integration of porous shell and bone. The pages received state there was a primary surgery in 93; which was revised in 98. The second event was first reported in spain feb. 15; 1999.